Event description:
Boston scientific received information that the lead safety switch was tripped for the right ventricular lead due to low out of range pacing impedance measurements. Review of the measurements revealed an acute decrease in measurements from 530 ohms to 180 ohms starting five months earlier. It was noted that the impedance measurement has continued to be out of range since the first decrease and has averaged 160-170 ohms. The system currently remains in service. No adverse patient effects were reported. No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.